Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation related to a CPAP device's sound abatement foam. Upon further review it was determined there were allegations of headaches; chemical odor in mask; burning/smoke/electrical odor; nasal/throat irritation or soreness. The manufacturer received new information indicating underlying health conditions (see section b7). There was no report of patient harm or injury.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.